Event description:
The pt's vasculature was reported to be tortuous. Access was achieved via an unplanned retroperitoneal conduit. The graft was deployed but a type I endoleak persisted. The physician elected to convert the pt to open surgical repair.